Event description:
It was reported by service report that the head-end was stuck in high upright position, and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head-end lift and lift motor coupler with wrong hi-low settings.